Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was returned for failure analysis and the reported failure (error c-34) was confirmed and reproduced. The unit had no significant scratches or dents. The front bezel is not cracked. The erbe is in good condition.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi has not received the iesu for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the integrated electrosurgical unit (iesu) monopolar and bipolar energy function was not working. The customer had already replaced the cables and changed the outlets for monopolar and bipolar energy which did not solve the issue. While on the call, the customer prepared the e-100 vessel sealer to continue the surgery. The tse asked for the external force triad generator, and the customer had one in the hospital, but it was not working. The tse asked if another da vinci system could be used, but it was occupied. The surgery continued normally with the e-100 generator. The tse found several error messages from the iesu in the logs. The procedure was completed with no reported injury. Isi followed up with the site's robotics coordinator and obtained the following additional information: the device worked and initially powered on without errors until it failed. The procedure was successfully completed with the e-100 generator.